Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 21-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was a combo dose medication issue, and the logs could not be tracked due to low retention time. A technical support specialist confirmed that combo medications were working in the test, and it was decided to close the case. The system functioned as intended after the technical support specialist repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ es server system not triggering combo medicine. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.